Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified that a report was missing. The customer stated that the physician read the report and saved it on (B)(6). However, while doing an audit, it was noted that this report was missing. It was confirmed that the report did not upload and needed to be re-dictated. There was no reported adverse event to a patient. However, a missing report has the potential to delay patient treatment and/or diagnosis, especially if the physician or health care professional is not aware that the report is missing. This investigation is in progress and not yet complete.

Manufacturer narrative:
A review of the device history logs were not available to confirm probable cause. However, the most probable cause was related to the reading station crashing during the upload process which prevented the report from completing and saving. A review of the complaint history indicated that there is no significant trend. Trending will continue to be monitored.